Event description:
Information was received from the health care provider via a manufacturer representative regarding a patient having spinal therapy. It was reported that lense cloudiness. There was no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the pre-operative diagnosis was lumbar disc herniation and the procedure involved was microendoscopic discectomy (med). There was no patient involvement reported.

Manufacturer narrative:
B3: event date is unknown h2: product analysis # (B)(4). Product ID# 9560101, lot# 123006. The requested phenomenon was observed during the incoming inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.